Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the issue was resolved by refilling the pump. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving dilaudid at an unknown concentration and dose for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s pump was alarming and their personal therapy manager (ptm) was showing a code of 8286. The patient inquired about the meaning of the code. Technical services reviewed that this was a code for empty reservoir and advised the manufacturer rep to have the patient have their pump filled as soon as possible. No symptoms were reported. No further complication was reported or anticipated.